Event description:
After implantation, over drainage was noted. On (B)(6) 2010, the valve was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.